Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 cord was not working. They noticed this when the hemopro was plugged in and would not cauterize, so they switched the cord and it worked fine. The replacement unit was used to complete the procedure. The hosp did not report and pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. Internal file number - (B)(4).